Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While reviewing the patient implant form, stelkast customer service representative observed that a revision surgery had taken place. No reason was found for the revision.